Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer adapter of a clearlink system continu-flo solution set broke off and disconnected from an unspecified extension set (intravenous (IV) pigtail) which resulted in a blood leak. This issue was further described as, ¿the piece of the baxter tubing that was connected to the patients IV tubing snapped off and was stuck in the pt¿s IV tubing. Blood then started to come out of the pt¿s IV pigtail where the snapped off baxter pump piece was¿. This issue occurred while attempting to disconnect the set from the extension set during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.